Event description:
It was reported that the patient had two right ventricular (rv) defibrillation leads. The first rv lead experienced high pacing threshold and low r-wave values resulting from a lead dislodgement. The second rv lead experienced non-capture at max outputs and low r-wave values. It was confirmed via a chest x-ray that the second rv lead had become dislodged from the right ventricle to the right atrium. Both rv leads were explanted and replaced with a single rv lead. The device pocket was revised to a sub-muscular implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: product ID d314vrm implantable cardioverter defibrillator, implanted: 2013-(B)(6). (B)(4).